Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 32 mm synergy shield drug-eluting stent was advanced and deployed. After deployment and post dilation, a flow limiting distal edge dissection was observed in the distal part of the stent and an additional 2.25 x 16 mm synergy shield stent was deployed distally, overlapping the initial stent and covering the dissection. The procedure was completed with no further patient complications. Patient was stable and fully recovered.

Manufacturer narrative:
E1 initial reporter address: (B)(6).